Event description:
It was reported the customer's drive support cap was damaged. Customer stated their drive support cap was sticking out. The customer stated they did not press on the cap while connected. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was unknown. Customer also requested to replace their insulin pump to one without the scrollwrap feature. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.